Event description:
It was reported that the unspecified bd¿ syringe was unmarked. The following information was provided by the initial reporter: unmarked syringes.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the MDR 2243072-2023-00431 is a duplicate of 1213809-2023-00198 this supplemental is to cancel MDR 2243072-2023-00431.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd¿ syringe was unmarked. The following information was provided by the initial reporter: unmarked syringes